Event description:
The customer initially called to report that he had been experiencing low blood glucose levels ever since he exposed the insulin pump to some sort of exam. The customer did not know which exam it was. The customer also stated that the basal rate changed to a higher amount and he did not know how that happened. The customer then stated he was hospitalized for low blood glucose levels a few months ago. No blood glucose reading or date of hospitalization was reported. Troubleshooting was performed and the insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.